Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented, broken and contaminated, the lead flex cover and battery drawer were broken and contaminated, the lower case, bail covers and ring cover were broken, the battery release, main seal, battery drawer o-ring, main printed circuit board and battery flex were contaminated and the battery contacts were compressed. It was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.